Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose level was unknown. The customer stated that the scree was hazy and foggy. The customer also reported for unexplained no delivery alarms. The customer declined troubleshooting. The insulin pump will not be returned for analysis.